Event description:
It has been reported to philips that geometry movements were not possible. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing a procedure and the procedure was completed as planned using another system. The philips field service engineer (fse) inspected the system onsite and confirmed that the geometry issue during the first boot. Upon troubleshooting, fse reviewed event logs, identified geometry errors, and ran diagnostics on the geometry tso, which failed its built-in self-test. The fse determined that the issue was caused by a damaged tso geo module, which had a damaged knob. To resolve the issue, there was a spare tso geo module at the customer¿s site. Since the unit on-site had a damaged knob and restarts did not resolve the issue, the geometry module was replaced with a unit that was available on-site to restore functionality. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.